Manufacturer narrative:
(B)(4).

Event description:
Additional information received states the patient's symptoms resolved and is released from care.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with light sensitivity outdoors and indoors in both eyes three months post lasik. The patient started a topical nonsteroidal anti-inflammatory. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.